Event description:
On (B)(6) 2010, the pt underwent repair of an abdominal aortic aneurysm. The physician inadvertently cannulated the ipsilateral side of the trunk-ipsilateral leg component and implanted two contralateral limb components. The physician then implanted a contralateral limb component on the trunk side where completion angiography revealed that the device was crunched down occluding blood flow. An unplanned aorto-uni-iliac and femora-femoral bypass was performed implanting an additional trunk-ipsilateral leg component. Final angiography revealed a possible type iii endoleak between two of the contralateral leg components. An aortic extender component was implanted and no blush was visible. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted: (B)(4)/pxc141400; (B)(4)/pxc121400.